Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the analog pcb assembly had current leakage due to process residue at a capacitor, designator c157 on the analog pcb assembly. This capacitor, designator c157 being leaky, caused noise on the ECG waveform, which in its turn caused the device to treat all waveforms like shockable rhythms. A replacement device was provided to the customer under warranty. (B)(4).

Event description:
It was reported to physio-control that the customer's device showed the service wrench icon in the readiness display. The device had logged multiple into its memory. During device evaluation, physio observed process residue on the analog pcb assembly which caused noise on the ECG waveform and caused the device to treat all waveforms as shockable rhythms. There was no patient use associated with the reported event.